Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer did not require assistance from a third party. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and that insulin should be at room temperature before filling a cartridge. Customer changed cartridge and infusion set to address the issue.